Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: initially, a contra-lateral side rupture and later rupture.

Event description:
Healthcare professional reported no complaint against the device for the left side. Later, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: physician reported, the patient became aware of the left rupture during their "1st post-op visit" on (B)(6) 2025.

Event description:
Healthcare professional reported no complaint against the device for the left side. Later, healthcare professional reported rupture. Device has been explanted.